Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient reported a yellow wrench on the mobile power unit (mpu). The mpu was returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mpu was not confirmed. (B)(6) was evaluated. During the evaluation of the returned mpu, the reported event was not verified. The patient cable was manipulated and no alarm activated. The unit was run for several days without issues. The batteries were replaced and preventative maintenance was performed. A functional checkout was performed and it passed all tests. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii patient handbook and heartmate iii instructions for use (IFU)section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.